Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received a result of 53 mg/dl on the performa system and was having elevated blood glucose symptoms of vomiting. The customer called an ambulance. The blood glucose results and treatment provided by the emt's was not provided. The patient was transported to the hospital. At the hospital the customer took another blood glucose readings with his performa system and received a blood glucose result of 80 mg/dl. After 2-3 hours, the hospital received a lab result of 712 mg/dl. The hospital treated the patient with intravenous serum and antibiotics. The caller alleged that due to the incorrect results he is suffering from kidney failure. The patient was hospitalized for two days.